Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual evaluation was performed and no defects were observed on the needle. The suture was in disintegrated condition. Pinholes on the top label side and bottom cavity side of the pack were observed. This may have been created due to improper handling and storage in the hospital or pharmacy. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: retained samples were evaluated. The samples were visually and functionally evaluated and all samples met requirements.

Event description:
It was reported that a patient underwent a cesarean section on (b)(60 2014 and suture was used. During the procedure the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.